Event description:
Unit was explanted due to a report or rate decrease. No further injury or complications associated with the event. The pt had under gone heart catheterization which may have put the device into back-up.